Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed that the t1 and t2 anchors have been removed from the device. The depth gauge has been moved from the manufactured position. The needle shaft has been bent horizontally and vertically outside of manufactured specifications. The slip knot on the sutures have been tightened down from manufactured intent. A functional evaluation revealed that the deployment knob is tight when pressing as trying to force the actuator through the bent needle. The depth gauge moves with resistance as the needle overmold assembly moves around the bent needle. The suture slip knot is tightened down to t2 anchor. A review of the customer provided image confirms that both anchors (t1 and t2) are removed from the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device or accidental deployment. Internal complaint reference: case-2020-00026565-1.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscus repair procedure, the fast fix suture fall off after t1 implantation. T1 was removed with tweezers from patient. The procedure was completed with a backup device with no significant delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.